Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose levels ranged between 120-180mg/dl. A system check was performed and the pump performed as intended. Insulin deliveries were successfully resumed. The customer declined to remove their infusion set site due to believing the pump was functioning as intended and believing that insulin deliveries had not been impacted. Reportedly, the customer keeps their pump inside their pocket leading to abrupt temperature changes to the pump.